Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on. The system board needs replaced to address the issue. The device is pending repair as the estimate was not approved. The manufacturer previously stated the system board was replaced and the device returned to the customer. Additional evaluation found a failure of the device to charge the internal battery. The device's internal battery needs replaced to address the issue. Evaluation conclusion device has been evaluated but not repaired, pending customer approval of the estimate.